Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bruise on her back and advised the lifevest was causing back pain. Patient advised the clasps in front of the garment felt like they were stabbing. There was no alleged device malfunction contributing to the irritation. Patient reported that her home health nurse removed the lifevest. Patient ended use. Patient declined further follow up from the distributor.